Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of the mega suturecut needle driver instrument broke off and fell into the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the jaw of the mega suturecut needle driver instrument broke off and fell into the patient, an investigation was completed to determine the cause of this reported event. Isi did receive a mega suturecut needle driver involved with this complaint to perform failure analysis. The mega suturecut needle driver was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.200" x 0.11 was found to be broken off and the broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.